Event description:
The customer reported that during a robotic assisted hysterectomy with bilateral salpingo-oophorectomy case, a bright glowing light near the forcefx was noticed. A gray cord was on fire and severed in half. The procedure was stopped. During this time the fire put itself out. The unit was turned off and the gray cord was replaced to proceed with the case.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.